Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after hearing audible alert tones. An interrogation showed the right ventricular (rv) lead triggered an alert for high out of range (oor) superior vena cava (svc) defibrillation impedance, and a spike in svc impedance was also noted. The svc coil was suspected to be fractured. Reprogramming was performed with the svc coil turned off, and it was noted that defibrillation threshold (dft) testing was attempted in this new configuration but failed to convert the rhythm. The patient was hospitalized until a revision could be performed where the svc portion of the rv lead was capped, and a subcutaneous svc lead was implanted with a new device to achieve a higher safety margin for dfts. Subsequent dfts were performed with the new svc lead and successfully converted the rhythm. The rv coil and pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.